Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Pictures of one device were provided. The pictures show the suture wing of the 11.5f x 15cm catheter is separated from the catheter hub. Without an evaluation and testing of the devices involved no root cause can be determined. It appears that enough force was applied to the catheter to dislodge it from the suture wing. Testing has been performed for suture wing to hub force of break. The results showed the suture wings had pull strengths greater than the 3.38lbf minimum required by iso 10555-1, annex b during manufacturing of this device family, after the suture wing is assembled onto the hub, it is rotated several times to ensure free movement and proper positioning on the hub.

Event description:
Patient had access issues with the vascath and the hemo filter was alarming constantly with access and return alarms since the start of the shift but the line was in situ. When turning patient observed line had come out about 5-6 cms. Dressing removed and checked and the stitch was intact with the holder but the line had slipped out of the holder. This line was in rij and was replaced with another triple lumen in the right femoral. This line then got displaced later that same day. The patient was ok, the misplacement was noticed promptly.